Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge and device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, the patient had difficulty charging their device and device migration, it is probable that the patient had fall, therefore it is likely that the fall created the device migration causing the difficulty to charge. Since the patient may have fallen it is likely that this situation contributed to difficulty charging their device and device migration, which can be directly linked to the patient condition challenges rather than a defect or failure in the product itself. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patient experienced inadequate symptom relief due to lead performance issues and was unable to charge the ins because the device had shifted within the pocket. Troubleshooting attempts in the office were unsuccessful. The lead and neurostimulator were both replaced. A possible fall was noted prior to the procedure, but not confirmed. The patient was doing well and satisfied with the therapy. No further complications were reported.

Event description:
It was reported that the patient experienced inadequate symptom relief due to lead performance issues and was unable to charge the ins because the device had shifted within the pocket. Troubleshooting attempts in the office were unsuccessful. The lead and neurostimulator were both replaced. A possible fall was noted prior to the procedure, but not confirmed. The patient was doing well and satisfied with the therapy. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.